Event description:
The customer reported that the krr110, infinity retro-reamer, 11 mm was being used on approximately (B)(6) 2024 during an acl all inside procedure when it was reported ¿two units retro reamer broke during drilling.¿ further assessment questioning found that the fragment was removed with the use of an arthroscopic grasper. The procedure was completed with the use of the same alternate device. The current status of the patient was reported as ¿doing fine and discharged from the hospital.¿ there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon photos and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Exercise care in the use of the handpiece holding the reamer to minimize side or bending loads to the reamer which may cause reamer breakage and/or oversized tunnels. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the krr110, infinity retro-reamer, 11 mm was being used on approximately (B)(6) 2024 during an acl all inside procedure when it was reported ¿two units retro reamer broke during drilling.¿ further assessment questioning found that the fragment was removed with the use of an arthroscopic grasper. The procedure was completed with the use of the same alternate device. The current status of the patient was reported as ¿doing fine and discharged from the hospital.¿ there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.